Event description:
It was reported that the patient is chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 22 days post the index procedure, the patient was noted to be experiencing unknown symptoms and was diagnosed with chronic cystitis. The patient was administered drug therapy. It is unknown if the cystitis symptom continue because the patient did not return to the center for a 6 month follow up. The investigator assessed device and procedure relationship to the patient symptom, as possibly related.

Manufacturer narrative:
The product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 14 days post the index procedure, the patient was diagnosed with chronic cystitis. The patient was administered drug therapy. At the time of the cystitis diagnosis report, the patient was considered to be recovering/resolving.the symptom of cystitis was reported to have resolved without sequelae 16 months post onset symptom. The investigator assessed the patient symptom of cystitis to be possibly related to the device and probably related to the procedure. As of today, there are no clinical events committee adjudications results required for the event of chronic cystitis.

Manufacturer narrative:
B5 event description updated to reflect cystitis resolution and assessment relationship to device and procedure. The product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B5 event description updated to reflect cystitis assessment change to unlikely to be device related. The product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 14 days post the index procedure, the patient was diagnosed with chronic cystitis. The patient was administered drug therapy. At the time of the cystitis diagnosis report, the patient was considered to be recovering/resolving. The symptom of cystitis was reported to have resolved without sequelae approximately two and a half months post onset symptom. The investigator assessed the patient symptom of cystitis to be unlikely related to the device and possibly related to the procedure. As of today, there are no clinical events committee adjudications results required for the event of chronic cystitis.

Event description:
It was reported that the patient is (B)(6) tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 22 days post the index procedure, the patient was noted to be experiencing unknown symptoms and required medical attention. The patient was diagnosed with chronic cystitis and the symptom is still continuing. The investigator assessed device and procedure relationship to the patient symptom, as possibly related.

Event description:
It was reported that the patient is chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 14 days post the index procedure, the patient was diagnosed with chronic cystitis. The patient was administered drug therapy. At the time of the cystitis diagnosis report, the patient was considered to be recovering/resolving. The symptom of cystitis was reported to have resolved without sequelae approximately two and a half months post onset symptom. The investigator assessed device and procedure relationship to the patient symptom, as possibly related.

Manufacturer narrative:
B5 event description updated to reflect cystitis onset date and approximate resolution. The product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.